Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Reportedly, the customer was out of insulin and did not change the cartridge. Customer did not use the pump to deliver a bolus after consuming carbohydrates. Elevated bg was addressed via a manual injection and bolus via pump after supply change.